Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus india, omsc surmised there was the possibility these phenomena were attributed to the accidental failure of the spare lamp (emergency lamp) of the subject device caused by the filament being broken due to the life of the spare lamp or the impact of vibration, etc. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the emergency lamp indicator on the front panel of the subject device was blinked and the error, e207 was displayed. It was found the emergency lamp failure which caused those malfunctions. When high voltage or surge is input, the fuse may blow, but there were no burn marks on its emergency lamp. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e207 which indicates the emergency lamp is blown or failed was always appeared when the subject device was switching on at the unspecified timing. During the incoming inspection for repair at olympus (B)(4), it was found that the emergency lamp indicator on the front panel of the subject device was blinked and it was confirmed that the error, e207 was displayed. The occurrence date of the event is unknown. There was no patient injury associated with this report.